Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. Addendum for additional information received: the mynx was used in diagnostic coronary procedure in conjunction with a non-cordis sheath. The patient¿s hospitalization was extended for one day. The patient is noted to have recovered. The product will not be returned as it was discarded. As reported, a hematoma over 6 cm in size developed after mynxgrip vascular closure device (vcd) deployment. The vcd was being used in conjunction with a 6f non-cordis procedural sheath introducer (si) for femoral arterial closure following a diagnostic coronary procedure. The patient was on anticoagulants. The user was trained on the use of the mynx device. The stick location was at the medium level. The vessel was 7mm in length. Manual compression was applied for more than 30 minutes. The patient's hospitalization was extended for one day and the patient recovered. The device was not returned for analysis as it was discarded by the site. A device history record (DHR) review could not be conducted as a lot number was not provided. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU). Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma reported. However, patient and/or pharmacological factors are likely contributing factors. The complaint reported could not be confirmed. According to the product's IFU, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. It is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a hematoma over 6 cm in size developed after mynxgrip vascular closure device (vcd) deployment. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The stick location was at the medium level. Manual compression was applied for more than 30 minutes. The patient's hospitalization was extended.